Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 32.0 mmol/l. The patient treated via manual insulin injection. The no delivery alarm was resolved by changing the infusion set and reservoir. The reservoir was not returned for analysis.